Manufacturer narrative:
Additional information in h6. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority 30166 (max air exceeded) alarm occurred on an amia automated pd cycler set during unspecified process step of peritoneal dialysis therapy. The patient was connected at the time of the alarm. During troubleshooting, the bag of solution connected to the white clamp line of the cassette was found disconnected. Renal therapy services (rts) reviewed proper procedures with the patient and advised to remove all supplies. The patient would complete therapy manually. There was no patient injury or medical intervention associated with this event. No additional information is available.